Event description:
It was reported that the patient's implantable neurostimulator (ins) "flipped" and it "pulled the leads out." It was noted that the patient's "skin thinned" and it was replaced with a new device. It was further noted that the patient's leads migrated.

Event description:
Additional information received clarified the patient's leads had migrated one month after initial implant.

Manufacturer narrative:
Product ID 377875, lot# v005100, implanted: 2006 (B)(6), product type lead, product ID 377875, lot# v005100, implanted: 2006 (B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).